Manufacturer narrative:
(B)(4).

Event description:
It was reported that the driver (impdtl) became stuck in the implant.

Manufacturer narrative:
One certain® driver tip was returned for inspection. A visual inspection revealed signs of wear. The o-ring was missing from connection point at the hex tip. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instsm rev d 02/16. No-touchtm delivery of certain® internal & external hex connection tapered implants: for the certain internal connection implant, pick up the implant from the surgical tray using the dedicated certain implant placement driver tip. Carry the implant to the mouth facing upward to prevent accidental dislodging. Due to wear, periodic o-ring replacement (irordr) is required for the certain internal connection driver tip. Certain internal connection driver tips should be inspected for wear before use. The driver was functionally tested with a mating implant. The driver would not hold the mating implant. The reported event was not verified following the functional testing. A singular cause for the event cannot be determined. However, functional testing revealed that the driver tip missing the o-ring failed to assemble with a mating implant as normal.